Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Evaluation results: the customer's report was observed during review of the device data logs. However, the device was put through extensive testi as a precaution. The device will be recertified and returned to the customer. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.